Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their communicator is "not working". Patient further clarified they had communicator charging all night and communicator battery light was orange/red indicating charging, but never fully charged (never turned green). Patient also stated that the communicator light was turning green before and then when pt unplugged communicator from charger the green light went out. Reviewed communicator battery lights related to charge level and reviewed that is a normal function of communicator. Pt clarified that there is still an issue that communicator is not charging up fully after being plugged into charger all night last night and also reported communicator will not power on. Pt tried to power on communicator during call and stated it still wouldn't power on. Pt provided event date as "about three days ago".  The issue was not resolved through troubleshooting. Additional information was received from the patient. Their bottom was hurting and sort of swollen. Pt said they thought the swelling and hurting happened because they had increased stim. (Asked/unk date) pt said after they decreased stim last week and the swelling went down. Pt said they want to go back and do what it was in the beginning (I understood pt meant they wanted to use the setting they had used in the past that had helped their symptoms) pt also said they intended to call the nurse at their doctor's office to see if they should can they turn stim off for a while. The patient was redirected to their healthcare provider to further address the issue. The reason for call was pt said yesterday they received the replacement communicator and wonders if they need to do something different to make their devices work together. Pt said since receiving the replaced communicator yesterday they have not been able to get the replacement communicator to work to connect to the ins. Pt said stimulation therapy was working all the time but "going urine was not as good as before with this" they thought they were having an infection but pt said they did not have an infection, later in the call pt said their muscles are probably weakening too, that is probably why they have incontinence so bad. Pt said in the past, they had worked with the medtronic rep (did not ask rep name nor aware date because pt was confusing) and program 3 worked with rep. Pss understood pt meant they were calling because they wanted to use their equipment to make a change to help their symptoms because their symptoms were not helped as much as they wanted them to be and since receiving the replaced equipment they still have not been able to make a change. Tried to work with pt to connect the handset and communicator with their ins. Worked with pt to try to position and reposition the communicator over the device and numerous times but pt was not successful to connect to the ins. Worked with pt to try and power down and back up the handset and communicator but pt was not successful to do these steps, after diligently trying with numerous attempts to reposition and try again, pt was not successful connect the communicator to the ins. Pt said they had been successful in the past to connect on their own using their equipment. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause to the patient unable to connect to the implanted device was due to the possible drop on the floor or the patient set the settings too high. The patient called and was assisted to get the new communicator to work without access. The patient called them back as they tried to get it going and it is now working fine. The phone call was recorded for the experience and information. The patient is happy for the service. The issue is resolved at the time of this report.